Event description:
It was reported that the patient is having issues when trying to charge the implant. Caller stated they are getting an error system problem (77) rm03 and it takes a long time to get the implant charged. Caller added that they have to keep restarting the process. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed flashing green flashing light above screen; controller is 100 percent and implant is 80 percent. Caller confirmed no physical damage on recharger cord nor pins. Caller then connected recharging antenna and confirmed no device found (16). Agent asked caller if they had experienced any excessive heating when recharging and caller confirmed yes its been more heat than normal. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient called back stating they thought they were supposed to have received a controller (not a recharger). Agent reviewed with caller that was the correct device that was sent and urged caller to try using it. Caller confirmed they are now recharging excellent with no issues.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot # (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed recharge antenna failure. Recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.